Event description:
It was reported that the insulin pump alarmed no delivery during a manual prime. The blood glucose reading was 152 mg/dl. Upon troubleshooting, it was found that insulin did not exit when the customer attempted to manually push it from the reservoir. Advised there may be an occlusion and to return the infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.